Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown error message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to potential patient misuse as the mobile device lost power. The reported event of an unknown error message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.